Manufacturer narrative:
A review of the device history record for strattice lot sp100117 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b7, d4, h4, h6.

Event description:
This is follow up#1 to report on (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿fistula¿ surgery and was implanted with an unknown strattice device on (B)(6) 2014. The patient underwent a ¿wound exploration, evacuation of hematoma, debridement placement of new biologic patch, vac placement 3 x14 x 2.5 cm¿ on 16/nov/2014 to treat infected hematoma, wound exploration, evacuation of hematoma, debridement, placement of new biologic patch, wound vac placement. The patient was implanted with a second strattice device lot ¿sp100117-130¿ on that date due to a ¿fistula.¿ the patient underwent an ¿open enterolysis, open retro rectus incisional hernia repair, implantation of synthetic mesh, subcutaneous debridement of devitalized tissue, total 85 cm¿ on (B)(6) 2020. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffered from incisional pain and had severe infection and hematomas.¿ patient ¿had a wound vac placed.¿ patient ¿was inpatient at a rehabilitation facility for approximately a year.¿ patient ¿needed help taking care of [themselves.]¿ patient ¿is fearful of suffering from another hernia in the future.¿ the patient was in a ¿rehab facility to recover from hernia surgery & hematoma¿ from ¿approximately 2014 to 2015 for a full year.¿ the patient was ¿admitted to [hospital] for abdominal pain/small bowel obstruction¿ from (B)(6) 2016. The patient received treatment for ¿routine health maintenance¿ from 2016-unknown (retired). The patient received treatment for ¿small bowel obstruction due to adhesive disease¿ from (B)(6) 2019. The patient was treated for ¿small bowel obstruction, incarcerated ventral hernia¿ between (B)(6) 2020. The patient had an ¿open enterolysis, open retro rectus incisional hernia repair, implantation of synthetic mesh, subcutaneous debridement of devitalized tissue¿ on or about (B)(6) 2020. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿mesh proceed, lot# apg697¿ on (B)(6) 2009. The form indicates that the device was removed or revised on (B)(6) 2014 due to ¿small bowel obstruction where approximately a 1 ½ feet section of bowel had grown in the mesh & was very damaged.¿ the patient was implanted with a second non-abbvie device, ¿davol bard ventralight sepra echo, lot# hucw0796¿ on (B)(6) 2020. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2014 and 2nd strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the 2nd strattice.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2014 and 2nd strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(6) (emdr-35477). This emdr is being submitted for the 2nd strattice.